Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced infection, open wound to surgical incision, moderate foul odor, draining abdominal wall, abdominal pain, vomiting, abscess, and recurrence. Post-operative patient treatment included (B)(6) 2016 revision surgery. Relevant tests/lab data: (B)(6) 2014: MRI of the abdomen done to r/o fistula showed no definite fistula, and a 2-cm fat containing ventral hernia. Patient noted to have open wound to abdomen. On (B)(6) 2015: CT of the abdomen was + for a richler¿s type hernia of superior incision site containing a portion of small bowel, nonobstructive. Patient with complex medical history including cor pulmonale from left ventricular dysfunction, hepatic steatosis, obesity and nonhealing wound. No abdominal wall abscess seen. On (B)(6) 2016: CT of abdomen showed small residual supraumbilical fat-containing ventral hernia. On (B)(6) 2016: abdominal x-ray for abdominal pain and vomiting showed gaseous distended loop of small bowel in left hemiabdomen. On (B)(6) 2016: abdominal x-ray. Patient with chronic drainage from abdominal wall, unspecified abdominal pain, mass on abdominal wall. Ordered to rule out abscess or cyst. Results noted small fluid pocket and minimal vascularity most consistent with postsurgical inflammatory changes. On (B)(6) 2016: culture + for heavy growth of e. Coli and streptococcus constellatus. On (B)(6) 2016: wbc 15.3, glucose 177.